Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device spontaneously turns off and the coagulation mode does not always works effectively bleeding occurred.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found no defects. The reported condition was confirmed. The investigation found that during the testing of the device, a failure of the power supply unit was revealed. The investigation identified the root cause of the reported event to be the power supply. The power supply was replaced to address the condition. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.